Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not fully inflate or deflate. The device remains implanted, and the patient will have an appointment with his physician to assess implant function and receive retraining. No troubleshooting techniques were attempted over the phone. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not fully inflate or deflate. Several months later, the patient returned for a follow up, and during revision surgery, fluid loss was observed. One of the tubes connecting the pump to the cylinders was noted to be partially disconnected from the pump. As a result, the tenacio pump was replaced with an ms pump. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #.